Manufacturer narrative:
(B)(4).

Event description:
It was reported that during system implant, there was difficulty inserting the atrial lead into the atrial header port of the pulse generator. Additional force was applied and the lead was fully inserted. The system was successfully implanted.